Manufacturer narrative:
Date of event is estimated. During the processing of this complaint, an attempt to obtain patient information was attempted not received. The device is included in the neuromodulation implantable pulse generator (ipg) inaccurate elective replacement indicator advisory notice issued by abbott on 12 september 2017.

Event description:
It was reported the patient's controller displayed the "replace generator soon" message. The patient's controller's app was updated and the message was cleared, resolving the issue.